Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. The cause for the failure to communicate with a monitor was isolated to an open orange (+5v) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt was unable to communicate with a monitor.